Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of the screen being unable to calibrate and therefore the display overlay/bezel assembly was replaced and calibrated. Additionally the hard drive was reconfigured and the software was reloaded. (B)(4).

Event description:
It was reported that the programmer's screen would not calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.